Event description:
It was reported that the patient presented for a dual leadless pacemaker implant procedure. During the procedure, while implanting the ventricular leadless pacemaker, the physician had difficulties maneuvering the delivery catheter to its intended implant location. Once the device was fixated, it exhibited high capture threshold and pacing impedance. The physician then repositioned the device without further issues. While attempting to implant the atrial leadless pacemaker with its delivery catheter the patient experienced atrial fibrillation. Cardioversion was implemented, resolving the arrhythmia. The atrial device was then fixated, exhibiting high capture threshold. Both, atrial and ventricular leadless pacemaker, remained successfully implanted. The patient was in stable condition and discharged post-procedure.